Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the system error 322 caused by a failed upper auxiliary flex. The upper auxiliary assembly was replaced.

Event description:
It was reported that a device is alarming system error 322. It was also reported there was no patient involvement.